Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was stuck in the fill tubing screen after a low reservoir alarm. The patient's blood glucose at the time of incident was 126 mg/dl. Troubleshooting was initiated and the customer was unable to exit the "preparing to prime" loop. The customer was not able to esc to the status screen. The customer removed the battery for eleven minutes but when she reinserted it the insulin pump alarmed failed battery test. The insulin pump will be returned for analysis and a replacement device will be sent to the customer.